Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading at time of the call was over 600mg/dl. The customer was vomiting and nauseated. The customer stated that the glucometer at hospital read high and thirty minutes later, the blood glucose reading increased to 575mg/dl. The customer stated that her kidneys had already started to shut down according to the health care professional and she went into a diabetes ketoacidosis episode. No further information was provided.